Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 the drill bit broke. The surgery was prolonged but unknown how many minutes. Patient outcome is good. There was no patient harm and all broken off pieces were removed from the patient. The surgery was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).